Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): it was reported that low o2 (oxygen) appeared during ventilation with a hamilton-c1 on patient. No patient, user or third party harm nor medical intervention was reported. The investigation to verify the allegation is still in progress.